Event description:
Balloon burst.

Manufacturer narrative:
The tyshak mini catheter is a low pressure catheter. The instructions for use states that a inflation device with pressure gauge is recommended to monitor the pressure while it is being inflated. The physician used a 10cc syringe for inflating the balloon. A 10cc syringe can generate up to 10atm of pressure and this catheter is only rated for 3.5atm.